Event description:
On (B)(6) 2023, the patient underwent a micro neurosurgery procedure using an artemis neuro evacuation device (artemis). On (B)(6) 2023, we received a notification from the clinical team that an intraoperative computerized tomography (CT) scan revealed a right thalamic posterior limb internal capsule hemorrhage. A new bleed was also noticed in the opposite hemisphere from surgical site. The patient expired on (B)(6) 2023. The hemorrhage and death were reported to have a possible relationship to the artemis and a possible relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intraventricular hemorrhage and death are included as possible complications in the instructions for use (IFU) for the artemis neuro evacuation device.